Manufacturer narrative:
(B)(6). (B)(4).

Event description:
A customer reported a cycle cancellation of a vacuum pump down error with their sterrad® nx sterilizer and the cancelled cycle was released for use on patients prior to reprocessing. There is no report of infection, injury or harm to patient(s) associated with this issue.  Although there is no report of patient injury or harm, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, asp has decided to report all incidents of loads that are released from cancelled cycles prior to reprocessing.

Manufacturer narrative:
Upon further follow-up, the customer stated the load was not released for use on patients prior to reprocessing. The load reprocessed and placed on the shelf for later use. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Patient identifier correction from unk to na. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the cycle cancelled/load not recalled issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the cycle cancelled/load not recalled issue was reviewed from january 2018 to july 2018 and no significant trend was observed. The sra shows the risk for a quality problem with no impact on safety to be "low." Upon follow-up, the customer confirmed the load was reprocessed prior to release for use on patients. The cycle cancellation was resolved by cleaning the door and the o-ring. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).